Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had high shock impedance. The clinician reportedly planned to continue to monitor the situation. No interventions were reported. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted a small indentation in the case but no further anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead were explanted. During explant, there was reportedly calcium build up noted on the shocking coil of the lead. The crt-d and rv lead were returned for analysis. No additional adverse patient effects were reported.